Manufacturer narrative:
Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files, since the controller was running an older version firmware which it does not have the capability to read the ID of the batteries connected to its ports, the cycle count, nor the saw values information. Therefore, the reported event details for power switching could not be verified via controller logs. Analysis of the device revealed that the device met specifications; the controller passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and the batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02275, 3007042319-2015-02276 and 3007042319-2015-02277) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015: normal power consumption with intermittent suction. Additional notes: no alarms have been logged in the last 14 days of available data. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02275, 3007042319-2015-02276 and 3007042319-2015-02277) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the "patient was in the outpatient clinic today and has identified two batteries that maybe switching." "However, he also reports that it only happens when batteries are connected to port 2 on controller." It was stated that the "log files were sent in, however due to serial number of controller battery history was unable to be verified." It was also stated that "site electively decided to change controller and that all batteries were removed from use and replaced." No additional information provided. Investigation is ongoing. This is 1 of 3 reports.